Manufacturer narrative:
Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The distributor reported that there was a leak in the engine and the valve is opened with "can not empty bellows" message, unit could not be calibrated. There was no reported patient involvement.

Manufacturer narrative:
The engine service assembly was replaced to fix the reported issue.